Event description:
It was reported by the patient's spouse that the patient presented to the emergency room (ER) on b)(6) 2026, due to hyperglycemia, with blood glucose levels reported between 550¿600¿mg/dl, after wearing the pod on the abdomen for approximately 36-48 hours. The patient was diagnosed with diabetic ketoacidosis during the ER visit. It was further noted that the elevated blood glucose levels were observed after the patient administered a bolus prior to dinner. Reported symptoms included vomiting and nausea. Treatment in the ER consisted of insulin and fluids, and the patient returned home the same day after approximately 11 hours in the ER. The pod was removed and discarded by ER staff.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.5. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.